Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, the patient experienced fatigue and sweaty. Upon interrogation, the pulse generator exhibited oversensing. Programming changes were made. Once the patient was home he called the clinic complaining of chest pain. He was instructed to go to the emergency room. Chest pain was a non-cardiac event; unrelated to the device. The patient was stable.